Manufacturer narrative:
On 27 july 2016 it was prepared a final report with the information already reported in the initial report. On 01 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: lavage surgery executed because of suspected infection. Infection not yet confirmed to date. No reason to suspect that it was generated by faulty devices or that the reason for pain was different. Batch reviews performed on 30 may 2016. (B)(4). Not available.

Event description:
The patient came in due to signs of infection. The surgeon performed an irrigation & debridement. The surgeon revised the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.